Event description:
The hospital reported that during a coronary artery bypass procedure, the om-10000 stabilizer would not stabilize, it stayed loose, while the arm was being cranked. They used a competitor's device to complete the procedure. There were no patient effects. The product was discarded.

Manufacturer narrative:
Investigation: the product will not be returned to maquet for investigation. Therefore, a device evaluation could not be performed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. (B)(4).